Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Reporter phone: (B)(6).

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) unit switched off automatically after start.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) switched off automatically after start. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found a problem with the power supply. The fse reset all connections on the power supply and the main board. The fse performed all functional tests. The fse checked the performance of the unit with a trainer and a balloon connected for more than two hours. The unit was working satisfactorily. The fse suggested that the customer keep the unit under observation for 24 hours. The fse returned the iabp to the customer in good, working condition.